Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2013. During the procedure, the surgeon had to remove additional bone from anterior femur to prevent impingement of the tibial bearing during extension. The tibial bearing was implanted successfully.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that the design of the tibial bearing creates the potential for anterior impingement between the bone and the poly bearing component in terminal extension. (B)(4).